Manufacturer narrative:
H2) additional information: d4 (UDI #), d9, h4 h3) device evaluation: medtronic led an evaluation of the reported sterile interface module (sim) and the associated device logs. Evaluation of the logs showed multiple instances of an error code for 'linked to arm docked and sim not connected', indicating the arm was docked but no sim connected triggered. This error can indicate connectivity issues between the sim and the instrument drive unit (idu). An error message was observed stating, "caution: sterile interface module not connected or non-functional. Arm sterile barrier may be open.". The sim was replaced to resolve the issue. Visual inspection of the sim noted it was returned dry with no corrosion noted on the electrical contacts. Functionally, the sim was loaded onto the continuity test stand. The instrument electrical pass-thru was loaded onto the sim and all pin status' displayed "pass". The sim and electrical pass-thru were then loaded onto the sim 1-wire test stand and the 1-wire ID was read and displayed "pass". The serial number was read from the device and displayed "pass". Electrical testing was performed and the sim was read with no observed failures. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue with the pogo pin of the sim. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic total prostatectomy procedure, the sterile interface module (sim) was installed without any error messages. However, as soon as the nurse attempted to connect the endoscope, a yellow message stating ¿sim not functional, sim not recognized¿ appeared. The team attempted to connect the sim to another arm, but the same message appeared immediately. The sim was withdrawn and replaced with a new one to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic total prostatectomy procedure, the sterile interface module (sim) was installed without any error messages. However, as soon as the nurse attempted to connect the endoscope, a yellow message stating ¿sim not functional, sim not recognized¿ appeared. The team attempted to connect the sim to another arm, but the same message appeared immediately. The sim was withdrawn and replaced with a new one to resolve the issue. There was no patient injury.